Event description:
It was reported that the controller was a bit scuffed up but worked properly. There were no alarm for this event. There were no damage to cables. The hospital changed controller, just in case. There was not any driveline damage that resulted.

Manufacturer narrative:
Manufacturer's investigation conclusion: event details indicated a system controller exchange was performed. Additional information received on 17dec2021 indicated system controller (serial # (B)(6) was exchanged on 03sep2020 as a precaution after the patient suffered a fall. The information indicated the system controller is not available from the hospital and a return is not expected. Additional information received on 20dec2021 indicated the system controller was scuffed up but worked properly with no alarm for the event. The reported event of damage to the system controller could not be confirmed through this evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) was shipped to the customer on 25feb2020. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller was exchanged. The controller was exchanged because the patient had a fall from a ladder.